Manufacturer narrative:
Returned device was received with the top case cracked /chipped by the front left bottom corner. No visible contamination. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical medfusion pump had an acu watchdog alarm. No adverse patient effects were reported.